Event description:
The customer reported via phone call that the insulin pump was damaged. Customer stated the reservoir compartment was damaged and there was a detached component. Customer's blood glucose was 107 mg/dl. The customer stated the damage occurred when they were screwing in the reservoir. Customer reported the reservoir may be cracked. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Pump received with cracked case at the display window corner, broken reservoir tube lip, missing reservoir tube o-ring, cracked lcd window, minor scratched lcd window, cracked case at the reservoir tube window corner, cracked reservoir tube window and cracked battery tube threads.